Manufacturer narrative:
The case description states that the user received an uncommanded bolus of 8u while in activity mode. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. The engineering logs from the date of occurrence were overwritten due to continued use of the system. Inspection of the audit log files shows the 8u bolus delivered on 10june2024 and shows that no carbs or bg values were entered and the confirm bolus button on the bolus calculator was pressed to deliver the bolus. All other instances of activity mode were inspected and found no evidence of uncommanded boluses delivered. No evidence of an uncommanded bolus was found in the log files.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported uncommanded bolus and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
Customer reported their, "personal device manager (pdm) was giving a bolus that he did not confirm." Post market safety reviewed this case of the device delivering an 8-unit insulin bolus while the device was in activity mode and the customer did not request or initiate this action. The customer reported entering a meal bolus for 50 grams of carbohydrates and initiating a bolus of 3.25 units of insulin. The customer received an alert for low blood sugar and upon review of the device history noticed the 8-unit insulin bolus dose that was delivered. The customer uploaded the device logs for further investigation by insulet. The physical device was not returned. This case will be reassessed if new information is received.